Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2015-03991 / 03992 / 1825034-2016-03378 / 03379). Remains implanted.

Event description:
Medical records indicate patient is experiencing elevated metal ion levels. No revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet taperloc femoral stem catalog#: 11-103200 lot#: 174970, biomet taperloc femoral stem catalog#: 11-103200 lot#: 515840.